Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels reaching 50 mg/dl. Reportedly, the customer believed low bg levels were due to increased physical activity and due to taking metformin. Customer addressed low bg level with juice and carbohydrates. Customer's health care professional is working with the customer on adjusting the pump settings.